Event description:
It was reported that before the incision for the new valve was closed, they checked the flow through the valve and found that there was csf leaking from multiple pin holes.

Manufacturer narrative:
(B)(4). The valve was patent and passed reflux testing. The valve did not meet the requirements for leak testing due to a small tear in the top of the delta chamber. It is unk how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. The valve did not meet the requirements for siphon testing, which precluded pressure-flow testing at -50 cm hydrostatic pressure. It did not meet established specifications for pressure-flow and preimplantation testing at 0 cm hydrostatic pressure. Proteinaceous and crystalline debris was noted throughout the interior of the valve. Debris within the valve may interfere with the anti-siphon device and valve mechanism, resulting in siphoning and low performance characteristics, respectively. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.